Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. Premature battery depletion was suspected. Device explant was anticipated. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of longevity anomalies and early battery depletion was not confirmed. The device was received in normal working condition and at its elective replacement indicator (eri) level. Analysis indicated that the device was being implanted beyond its intended longevity. At this stage, the capacity of the battery is significantly reduced and its voltage level is sensitive to variations in usage. These conditions can result in fluctuations of measured battery voltage level, which affect longevity estimates. Electrical and mechanical test results indicated normal eri functionality. The device was implanted for longer than its projected longevity and its battery depletion is considered normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted and replaced. The patient was stable following the procedure.